Manufacturer narrative:
Patient age not made available from the site. On 11/02/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed axiem registrations. Medtronic representative found no issues with inaccuracies. Checked tracer registration and received multiple red dots during registration. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being unable to register the patient. The medtronic representative noted that there was no outside interference, surgeon has always used the same tracing pattern, and that the scan was to protocol. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacturing date.